Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer controller board issue. A field service engineer reseated all the cables, cleaned the drawer, and replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a drawer failure. The customer reported that a pyxis medstation es system had drawer that was not detected on the communication bus. This malfunction occurred while the user was attempting to issue medication to a patient. However, the user was able to obtain medications from an alternative source. There was no delay to the patient care workflow. There were no adverse events or injuries reported as a result of this incident.